Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had excessive unexpected restart alarms on the insulin pump. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and selftest. Motor passed motor test. No unexpected restart alarm after battery change, resetting of time/date anomaly, or unexpected restart alarm noted. Unit had corroded electronic assembly and corroded vibrate motor. Also, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.